Manufacturer narrative:
B2: date of death: used the first day of the aware date month as the date of death as it was not provided. B3: date of event: used the first day of the aware date month as the event date as it was not provided. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The 90% stenosed and 60 mm long target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation followed by the placement of a 2.50 x 32 mm synergy stent system overlapped with a 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin. In (B)(6) 2025, the patient died. At the time of the event, the patient was on aspirin. The cause of death was unknown, and no action was taken to treat the event. It was unknown if an autopsy was performed or not.